Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's insulin gauge displayed an inaccurate fill estimate value of 70 units. Reportedly, the cartridge was filled with about 300 units of insulin. The customer¿s blood glucose level was 220 mg/dl. Reportedly, the customer reloaded a new cartridge successfully and received an accurate fill estimate.